Manufacturer narrative:
(B)(4). Concomitant medical products: shell with cluster holes porous 50 mm o.d. Size hh for use with hh liners lot#63432648 item#00875705001. (B)(6). The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2017-08599.

Event description:
It was reported that during a hip arthroplasty, during impaction of the acetabular shell, the shell released from the inserter prior to fixation of the shell in the acetabulum. The surgeon felt the components were initially attached correctly. No patient consequences were reported.